Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor system test and excessive no delivery test or verify operating currents due to motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had exposed to magnetic field. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.